Event description:
The customer reported via the sales rep that the screws had sheared whilst in the patient. The sales rep further reported that the plate had to be extracted. Further information has been requested from the sales rep.

Manufacturer narrative:
Device not yet returned. Investigation is in process but not yet complete.